Manufacturer narrative:
No device was returned for evaluation and no photographs or lot numbers were provided. Without a lot number a review of the manufacture records is not possible. Without an examination of the complained device, it is not possible to confirm the report or to determine a root cause for this event.

Manufacturer narrative:
Additional information and the device sample have been requested.

Event description:
Cracked hub discovered with back blood flow. Visualized under fluoroscopy and dye.